Manufacturer narrative:
D.9 device returned to manufacturer?: yes. D.9 returned to manufacturer on: 07-feb-2022. H.6. Investigation summary: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Unable to perform complaint lot history check due to an unknown lot number for needle clog. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Investigation summary: customer returned a total of 70 used 4mm, 32 gauge nano pro pen needles. No teardrop labels were returned for lot identification. 30 of the pen needles were visually inspected prior to testing. 28 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. Additionally, 1 was broken on the same side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining sample was attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needle. No issues were found with the remaining pen needle. No DHR review can be carried out as lot number is unknown. Based on the samples received, bd found that 28 pen needles had become bent and 1 had been broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. Based on the investigation, no CAPA/sa is required at this time. H3 other text : see h10.

Event description:
It was reported when using the bd nano¿ 2nd gen pen needle, the user experienced the inability to prime insulin. The following information was provided by the initial reporter. The customer stated: consumer reported needle clog during priming, stated that there is no insulin flow.

Event description:
It was reported when using the bd nano¿ 2nd gen pen needle, the user experienced the inability to prime insulin. The following information was provided by the initial reporter. The customer stated: consumer reported needle clog during priming, stated that there is no insulin flow.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.